Event description:
Patient had fentanyl infusing at 10 ml/hr. Per the narcotic sheet and intravenous (IV) pump there should have only been 137 ml left in the bag. Upon visualizing the bag however there was more than 200 ml left in it. The infusion was clearly not running into the patient properly, like all of the rest of the reports. These have been reported issues to baxter and 3 weeks ago the engineers were on site taking notes, with no response as of yet what to do. The nurses are having to be hypervigilant and pay more attention to if the ivs are dripping and running correctly instead of focusing on their critically ill patient. There's been patients with more pressors being added and nurses then focusing on if it's the pump giving issues and watching the pumps instead of focusing on the patient.